Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking or jolting sensation when going up and down stairs, turning, and lifting her legs out of bed. She felt like her stimulation was "really high" when she got shocked. The patient stated that she "shot sparks" when touching a device that was charging like a cell phone and shorted out the device. She also reported that her implantable neurostimulator was low and that it "turned at a 30 degree angle" and was pressing outward on her skin instead of laying flat. Additional information has been requested, a follow-up report will be sent if additional information becomes available.